Event description:
Boston scientific received information that this right ventricular (rv) lead pace sense portion was surgically abandoned due to loss of pacing and loss of sensing and noisy signals. A new rv pace sense only lead was successfully implanted in it's place. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This lead was partially abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.